Event description:
Our hospital is seeing device issues when using either the bbraun infusomat space pump IV set (ref 490102 and 490105) or the bbraun secondary IV set (ref v1921). We are seeing the medications either backflow into the primary line or rapidly infuse. We believe that a check valve is not performing as intended in certain lots of these sets. Administering 1 unit prbc to patient when tubing started leaking at the disc above the y port. It was unable to be tightened or adjusted. Delay in treatment as a result. Ref reports: mw5156432, mw5156433.